Event description:
Received info that during the implant procedure, the device was interrogated and all electrodes had impedances > 3,600 ohms but group impedances 1415 ohms. The electrode impedance was looked at more closely, all combos with 0, 5, 6, 8 were >3600 ohms with others within normal. The lead was replaced and retested in the ins and got the same impedance readings on electrodes 0, 5, 6, 8. The tails of the lead into the opposite port of the ins (ie: left tail moved to 8-15, right tail moved to 0-7). Impedances indicated that the same electrodes (0, 5, 6, 8) were open. This indicated a header block problem on the left side. They removed the ins and replaced it. Impedances were normal. Pt reported good stimulation post-operatively. No injury reported and pt recovered without sequela.

Manufacturer narrative:
(B)(4). No anomaly found. Ins is functionally ok. Ins output was tested at the distal end of a known good lead. Stable output was observed per patients lead configuration. Output was also observed on each circuit tested in reference to the #0 electrode on an oscilloscope. There were no issues when pressing on the ins can.